Event description:
Customer reported that her sensor was giving incorrect readings and she had low blood glucose episode. Customer stated that the paramedics were called to assist customer at home. The blood glucose reading was 62 mg/dl when the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-85813.